Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 44 mg/dl. The customer was treated with food. Customer experienced shaking as a symptoms for low blood glucose level. It was unknown auto mode feature was active or not at time of low blood glucose event. Customer also received change senor alert. The customer¿s last blood glucose reading was 141 mg/dl. The insulin pump will not be returned for analysis.